Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited an accelerate rate of battery depletion, not linked to aggressive programming. Based on the patient's medical status, this unit will not be replaced. No current adverse effects based on the current device status.